Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged washer at the grip ring. The washer was loosely placed and moving freely. The grip ring moved freely up and down grip the grip drive adapter. When placed on an in-house system, the instrument passed recognition and engagement tests but failed initialization test on all attempts. Additional observation(s) : the instrument was found to have a dislodged retaining ring c-style at the grip ring that was hanging loosely. The instrument exhibited imprecise motion during gripping and un-gripping. During manual articulation, the jaws opened but failed to close properly. The root cause of imprecision motion experienced on jaws and initialization failure is related to a dislodged retaining ring and a missing washer at the grip ring. The probable root cause of a dislodged retaining ring is attributed to manufacturing. The probable root cause of a missing washer is attributed to a component failure.

Event description:
It was reported out of box, that the vessel sealer extend (vse) instrument was not recognized by an integrated electrosurgical unit (iesu) erbe. There was no report of patient involvement.